Manufacturer narrative:
Investigation summary: device history review is not required as the event description does not indicate a potential manufacturing issue. Potential factors that can influence a dislodge/pop-out include tension applied on the delivery catheter system (dcs) during positioning, calcification levels and compliance of the native anatomy, and a number of others, but a root cause could not be established from the information available. There is no indication that a device failure contributed to the reported event.

Manufacturer narrative:
Device product analysis: the product remains implanted and therefore has not been returned to medtronic. The device history review and investigation is still in process. Once the review and investigation is complete a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve; the valve dislodged out of position. A second valve was implanted (valve-in-valve), with no residual regurgitation. No adverse patient effects were reported.